Event description:
Healthcare professional reported a Capsular Contracture, Baker Grade IV. This record is for the right side. The device remains implanted. Accolate was prescribed.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted. The event of Capsular Contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Capsular Contracture Baker Grade IV.